Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable.

Event description:
It was reported that the patient suffered a fall due to inappropriate inhibition of the right ventricular (rv) lead. During pocket manipulation and arm isometrics, noise was seen on the ventricular electrogram. Upon surgically opening the pocket, it was noted that the set screws were appropriately tightened. Oversensing via the ventricular electrogram on the analyzer showed increased impedance and noise. An apparent fracture was suspected; however, no conductor fracture was seen via fluoroscopy. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2010; product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).